Event description:
It was reported that prior to the start of a da vinci-assisted simple prostatectomy surgical procedure, the customer contacted technical support to report a repeated non-recoverable error 32097 on universal surgical manipulator (usm) 2. The system reportedly would start up normally, but after ten (10) minutes of idling, would present the error. The customer rebooted the system several times, along with an emergency power off (epo), but with the same result. The customer advised that they had two (2) da vinci systems, and therefore, swapped patient side carts (pscs) to begin the procedure. The technical support engineer (tse) reviewed the system error logs and identified the error pointing to the usm. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue, and as a result, replaced the universal surgical manipulator (usm).the system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The usm was analyzed, and upon visual inspection, no issues were found that would be related to the reported event. In the system logs, the 32097 errors were found indicating a motor axis (maxis) fault by the axes controller, motor (acm), confirming the fault occurred in the field. The usm was then installed onto a psc fixture test platform (pftp) where the fiber test was found to be failing on the rolling loop fiber for power reading below 75 rx power. Once testing was completed, the rolling loop fiber was aba tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. The root cause is attributed to component failure of the rolling loop fiber which resulted in communication errors on the usm.